Event description:
It was reported that patient experienced speech problems. The patient had a very hard time speaking; the patient stuttered. The patient did better with one answer questions. Additional information has been requested from the hcp, but was not available as of the date of this report.